Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device produced malformed staples. Another like device was used and produced an incomplete staple line. There was no pt consequence.